Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. The catheter spring must be wrong, because it suddenly went up to 80-90 grams; however, the physician indicated that it was not in contact. It happened 2-3 seconds after applying radio frequency (rf). The procedure was not delayed. The procedure was successfully completed. No patient consequence. Additional information was received. A procedure was being performed on the patient, after having the map of the left atrium. Just before the ablation. Catheter strength was 8-9 grams in the lower right veins. Without the physician moving the catheter or sheath, the force went to 70-80 grams. It also happened when he started to apply (2-3 seconds after pushing the pedal). No error in the hardware and no error in the screen. The issue was resolved by replacing the qdot micro with a smarttouch catheter. The procedure was completed successfully. No patient consequence, just a bit delay. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-aug-2024, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 22-aug-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-aug-2024. The device evaluation details: the qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: using aseptic technique, remove the catheter from the package and place it in a sterile work area. Inspect the catheter carefully for electrode integrity and overall condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 18-nov-2024. The qdot micro device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test evaluation of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s reference number: (B)(4).